Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen became cracked. The customer stated they were unsure how the touchscreen became cracked. The touchscreen was still functional. Customer reported blood glucose level was 85 (mg/dl). Reportedly the customer will continue to use the pump for insulin therapy.